Event description:
The patient reported experiencing elevated blood glucose of 400 mg/dl for four days in 2009. The patient bolused, but blood glucose levels did not decrease. The patient changed the infusion site and bolused again and blood glucose levels decreased. The patient also reported that the up and down buttons of the infusion device are not properly functioning. The patient's normal blood glucose level is 200 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.